Event description:
The customer contact reported air in the tubing set. The tubing set was being used to deliver an unspecified volume of tpn (total parenteral nutrition) with lipids, at an unspecified rate, via a gemstar pump. No specific pump programming parameters were provided. The customer contact reported that within one hour after the delivery was started, the patient reported that air was below the filter. It was reported that air was below the filter. It was reported that it was disconnected and pushed prime to see if there are just air in the filter and air kept coming out. It was reported that the healthcare professional were able to successfully resume therapy. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.